Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient still uses the device because he needs it his wife worrying, he may die if he doesn't receive a new machine soon. Also, she wants to know where she can purchase a new device from. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, outlet iso port of the humidifier, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath, suggests a source external to the device. Slight black contamination at the blower seal of the blower box and it is consistent with the keratin contamination observed. Mineral deposits in the blower box are consistent with the use of non-distilled water in the humidifier. Manufacturer is unable to confirm the complaint of unspecified harm. Manufacturer can confirm there was evidence of sound abatement foam degradation found within the device. Manufacturer can confirm the presence of contamination in the airpath. Manufacturer can confirm the presence of mineral deposits in the blower box suggesting the use of non-distilled water. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observe dust/dirt contamination in the airpath and was not able to confirm the complaint or address the symptoms specified.